Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The self-test did not pass. Customer stated that tape not sticking and sore irritated. No harm requiring medical intervention was reported. The device will be returned for analysis.